Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed a kink and damage (hole) were observed in the sheath assembly from femoral marker to the proximal end. The catheter was not able to properly flush test due to the hole found in the sheath. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the imaging catheter became cracked. During a computed tomography angiography analyzer, an opticross¿ imaging catheter was advanced for diagnosis. However, connecting point of the catheter got kinked and cracked. The physician did not continue using the catheter. The procedure was completed with another of the same device. No patient's complication was reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter became cracked. During a computed tomography angiography analyzer, an opticross¿ imaging catheter was advanced for diagnosis. However, connecting point of the catheter got kinked and cracked. The physician did not continue using the catheter. The procedure was completed with another of the same device. No patient's complication was reported and the patient's status was stable.